Event description:
It was reported that the patient underwent an unspecified spinal surgery. It was reported that the tip of driver broke. No patient c omplications were reported, no additional information given.

Manufacturer narrative:
(B)(6). (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Evaluation found no damage noted to the threads of mas head threaded interface. Approximately ~85mm of unknown guidewire appears to be stuck/jammed in driver cannula. Visually confirmed approximately ~3 mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. The above findings are consistent with torsional overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.